Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("bleeding: anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, blood loss anaemia, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, blood loss anaemia, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, psych injury, fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. Event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, psych injury, fallopian tubes perforation, fatigue, hair loss, dental problems, hormonal changes, headaches, weight gain. Outcome of pain, abdominal pain and menorrhagia were updated. Laboratory data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("bleeding: anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, blood loss anaemia, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, blood loss anaemia, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, psych injury, fallopian tubes perforation diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment done- correct company causality added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis on (B)(6) 2015, unspecified disorder of knee joint from 2004 to 2017, spontaneous abortion in 1997, asthma, pap smear abnormal, sexually transmitted disease, allergic rhinitis, adenomyosis and myalgia. Previously administered products included for birth control: mirena in 2014, depoprovera in 2004 and ring. Concomitant products included aciclovir (acyclovir), alprazolam, benzonatate, benzoyl peroxide, cetirizine, clobetasol, docusate sodium, ethinylestradiol;etonogestrel (nuvaring), ferrous sulfate, fexofenadine hydrochloride (allegra), fluticasone, formoterol fumarate;mometasone furoate (dulera), guaifenesin (mucinex), hydrocortisone, macrogol 3350 (miralax), metoclopramide (reglan), naproxen, paracetamol (acetaminophen), paracetamol (tylenol), salbutamol (albuterol hfa) and spironolactone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("bleeding: anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), acne ("acne"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("pain; ovarian") and lethargy ("lethargy") and was found to have body temperature fluctuation ("hormonal changes/hormonal changes describe:temperature fluctuation") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, blood loss anaemia, psychological trauma, fatigue, alopecia, tooth disorder, body temperature fluctuation, headache, weight increased, acne, vaginal haemorrhage, migraine, nausea and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, adnexa uteri pain and lethargy had resolved. The reporter considered abdominal pain, acne, adnexa uteri pain, alopecia, blood loss anaemia, body temperature fluctuation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, lethargy, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, psych injury, fallopian tubes perforation. There was 1 trailing coils on the right. There were 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs+ mr received. New events added: acne, abnormal bleeding (vaginal), migraines / headaches, pain; ovarian, nausea, vaginal discharge, lethargy. Previously added event hormonal changes was updated to hormonal changes describe: temperature fluctuation. Concomitant drugs, concomitant conditions, reporters were added. Lab data was updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.